Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the unspecified tissue injury resulting in mitral valve insufficiency/regurgitation (mr) per the physician is related to the mitraclip. Tissue damage and mitral regurgitation are known possible complications associated with mitraclip procedures. Surgical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4 with a small, calcific valve and a short posterior leaflet. Multiple grasps were performed without adequate mr reduction. After reviewing imaging, the physician said there was a tear in the posterior leaflet. Mr had increased to 4+. The procedure was abandoned and the patient was converted to surgery.